Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 10 months post implant of this 28 mm mitral annuloplasty band was explanted and replaced with a 29 mm mitral mechanical valve for unknown reasons. There were no additional adverse patient effects reported.